Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separate problem report will be filed for the versacross dilator. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available.

Event description:
It was reported a cardiac perforation and a pericardial effusion (pe) occurred. The procedure was cancelled. During a watchman procedure, a versacross connect for laac kit was selected for use. The physician attempted for transseptal puncture (tsp) and noted the septum was aneurysmal in nature and required additional pressure to cross. During the application of additional pressure, the transeptal sheath 'jumped across' and the physician felt the breakthrough another pressure point. Transesophageal echocardiogram (tee) imaging was used to verify if an effusion was present, and it was noted that there was an increase over baseline. As the effusion began to increase, the patient's blood pressure began to drop and a pericardiocentesis was performed. When the blood pressure momentarily stabilized, the physician introduced a non-boston scientific pigtail catheter into the left atrial appendage and injected dye. The dye was seen to enter the pericardial space, and it was determined that the left atrium appendage (laa) was perforated. Cardiothoracic surgery arrived on site and operated on the patient. The perforation was closed and the patient was transferred to the intensive care unit (ICU). The patient still remained in the ICU and yet to be discharged. The device is not expected to be returned for analysis. There was a trace effusion noted prior to tsp. It was not difficult to cross the septum with the rf wire. The versacross connect system was still within watchman sheath and 'jumped across' as a unit. The dilator had not been removed from the system and was distal to the end of the watchman sheath. The first act recorded after heparin was given was 324.